Event description:
Fear of a foreign body, when I took out the tampon only half came out, the part connected to the wick [foreign body in reproductive tract] .took out the tampon only half came out - tampax [device breakage] .case narrative: consumer reported via email that when she took the tampon out only half came out. Case medically assessed as non-serious.

Manufacturer narrative:
There is insufficient information to perform an investigation.